Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead fractured and exhibited subclavian crush damage. The lead was capped and replaced. No patient symptoms were reported. No further information could be obtained at this time.